Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusion codes should be device not returned, no findings available, and cause not established instead of not yet determined, results pending completion of investigation, conclusion not yet available.

Manufacturer narrative:
The reported event of the right ventricular generator screw was missing was confirmed. Analysis revealed the device was manufactured and shipped with the rv-setscrew in place in the device. The setscrew can unknowingly become stuck to the wrench tip and be pulled out of the device through the septum which has occurred here. Incorrect insertion of the torque wrench into the setscrew by the user in the field caused the setscrew to become stuck to the wrench tip.

Event description:
It was reported that patient presented for a routine pacemaker implant procedure. During the procedure, it was noted that the pacemaker was missing a screw so the surgery was cancelled. A new pacemaker was implanted the same day one hour later since there was no backup pacemaker at the hospital. The patient was in stable condition.